Event description:
On (B)(6) 2023 23:42:40, rv lead integrity alert triggered for 2 high rate ns, 47351 short v-v intervals, appears to be oversensing noted on stored egm#1. Patient report device beeping twice today at 1 pm and 9 pm. Likely due to carealert triggered for rv lead integrity. Patient had a new rv pace/sense lead implanted on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).